Event description:
It was reported that the patient¿s device was working fine but then their doctor gave them a ¿spinal shot¿ and they felt a shock or ¿short¿. The patient had a shocking or jolting sensation. The patient had started getting sick and got an infection that caused pain higher than their coverage area. Their device was explanted around (B)(6) 2012. The patient returned their recharger and programmer with no complaints.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v291967, implanted: 2009-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3888-45, lot# v291967, implanted: 2009-(B)(6), product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).